Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger . (B)(4)

Event description:
It was reported that the patient's implantable neurostimulator (ins) was depleted ("device battery dead"). The patient had stated that their device had not been working for quite for a long time and that the battery was dead. The device needed to be turned off for an MRI procedure and could not be turned into the MRI mode. There were no patient symptoms reported in the event. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for the implanted device were noted as spinal pain and failed back surgery syndrome.